Event description:
Detail as written in event report 'physician successfully connected a 3.5" provu monitor to a provu blade and began to intubate a patient in the ICU. Physician reports that the monitor then went black despite showing a full charge prior to connection to the blade. Physician used another device to successfully complete the intubation'.